Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes leaked from needle puncture site in the stopper. No serious injury or medical intervention was reported.

Event description:
It was reported that bd vacutainer sst blood collection tubes leaked from needle puncture site in the stopper. No serious injury or medical intervention was reported.

Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for blood pooling with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and blood pooling was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for blood pooling with the incident lot was observed. Additionally, evaluation/testing of the customer samples was conducted and blood pooling was observed. Based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.